Manufacturer narrative:
Investigation: terumo bct has followed up with this customer to provide feedback on the reported condition. Root cause: user interface issue corrective action: an internal CAPA has been initiated to address incorrect patient data entry. The field action referenced above will address this issue by updating all optia devices in the field to software version 11.3. This software version will allow the optia device to determine if entered patient height and weight combinations are feasible.

Event description:
Patient¿s gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation: the run data file (rdf) was reviewed for this run as part of an internal study.it was identified in the rdf that the patient weight and height may have been enteredincorrectly, resulting in an unreasonable body mass index. Such a data entry error can lead to, insome instances, an over infusion of ac or a hypervolemic or hypovolemic condition if the error isnot identified and corrected by the operator. There has been no indication that such an eventdid occur with this procedure.this issue was identified during an internal evaluation of available run data files. No on-siteservice was performed.one year of service history was reviewed for this device with no issues related to the reportedcondition identified.correction: optia field action 24 has been initiated to correct this issue by releasing a safetynotification to all optia users to express the importance of entering the correct patient data andfollowing the operator's manual and on-screen prompts. Corrective action: an internal CAPA has been initiated to address incorrect patient dataentry.the optia device at the customer's site was updated to the new software version 11.3.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
An internal investigation was performed of events in which an operator may have incorrectlyentered patient data, creating an unreasonable body mass index (bmi). This event wasidentified during the internal investigation, not reported by the customer, therefore patientoutcome is not available.due to (B)(6) personal data protection laws, the patient information is not available from thecustomer. (B)(6) calculated bmi: 343.4. Protocol performed: mononuclear cell (mnci) collection